Event description:
It was reported that when removing the gamma probe covers, blood had seeped through to the gamma probe therefore it was not properly sealed. No patient injury, infections or complications were reported.